Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The customer did not provide the product information. Therefore, no information was captured in section d4 (model #, lot # and expiration date), and the device manufacture date (h4) could not be determined. Since the product information was not provided and the device has not been returned, the investigation could not be performed and the device history record could not be obtained.

Event description:
The customer reported that he opened a box of the contour next test strips and the bottle was already open. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
Based on the pictures of the contour next test strips vial provided by the customer, this was a shipping issue from amazon. A completely destroyed vial lid, as described by the customer and verified by the pictures the customer provided, would not pass our manufacturing process or packaging process. Based on the historical data, the test strip boxes shipped by amazon and/or third party sellers of amazon were shipped in bubble envelopes instead of boxes and the envelopes do not provide sufficient packing during transit, causing the plastic vial lids to break.